Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the event was described as parkinson's with increase in falls.

Event description:
Information received via a healthcare professional from a clinical study reported the patient had walking difficulty that led to an increased number of falls. Diagnostics included hospitalization from (B)(6) where it was identified the patient had falls, would walk with little steps and had freezing. Interventions involved physical therapy and drug treatment that began (B)(6) 2016. The event resulted in-patient hospitalization or prolonged hospitalization. Etiology was noted as related to the device or therapy, not related to the implant procedure, and due to non-compliance to medical treatment. The outcome was resolved without sequelae (B)(6) 2016.